Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a farawave catheter was selected for use. A spline inversion issue occurred. The physician removed the catheter from the patient and solved the issue, but after reinserting the guidewire was difficult to move. The catheter was replaced and the procedure was completed successfully. No patient complications were reported. The device is not expected to return for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.